Event description:
It was reported to philips that the display button is worn. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the display face plate assembly, display cover, internal memory card, and rubber button required replacement. The device remains at the customer site and no further evaluation is warranted at this time.